Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation UDI, catalog, if initial reporter also sent report to FDA and protocol # are unknown. No product information has been provided to date.

Event description:
It was reported that the patient had an issue with a cassette alarming no disposable clamp tubing. No patient injury was reported.